Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient's stimulation had stopped. An impedance check suggested electrodes may have fractured. The lead was replaced. The patient recovered without sequela.